Event description:
The manufacturer representative from another country reports a patient experiencing obvious overdose with respiratory distress following a refill of their drug delivery pump. The drug used in the pump is morphine. The refill nurse noticed unusual pressure in the pocket after the refill. The pt was observed for thirty minutes with no symptoms. The patient was released to home where they collapsed four ahd half hours after the refill procedure. The patient was airlifted to the nearest hospital. The pump was aspirated and found to be empty indicating a possible pocket fill. The representative reports the patient is quite large and the pump has been in place since 1998. The patient is reported as fine now but reluctant to use the pump.

Manufacturer narrative:
(B)(4)